Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4). Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The articulating arm will not be returning for analysis because it was discarded at the site. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the articulation arm doesn't keep still. No patient was present at the time of the event.